Manufacturer narrative:
Hill-rom technical support suggested replacing the brake block assembly. Per the hill-rom service manual the retractable bed must have an effective maintenance program. We recommend that you perform preventative maintenance annually to help to ensure a long and productive life for the retractable bed. This will help minimize downtime due to excessive wear failures. Brake and steer: test the brakes to determine if the bed moves when the brake is activated. Adjust if required. Inspect the steer activation and adjust if required. Check caster tires for cuts, wear, tread, etc. Replace if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the brake block assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).